Event description:
It was reported that the patient presented for follow up with stored episodes of automatic mode switch (ams) for what appeared to be non-sustained ventricular tachycardia due to an unspecified issue with the right ventricular (rv) lead. The patient was asymptomatic and stable. Further information was requested but not received.

Manufacturer narrative:
Further information was requested but not received.